Manufacturer narrative:
On 12/18/2020, infutronix confirmed with the distributor that the affected device was never returned for evaluation and therefore no root cause could be established. This MDR is a result of complaint remediation effort.

Event description:
On 12/18/2020, a distributor of infutronix reported an issue on behalf of an end user: "patient reported that she went to bed and put her pouch on the nightstand. When she woke up, she noticed her pouch was damp and saw leaking from the side of the admin set connector to the cassette." Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed.